Manufacturer narrative:
The specimens were collected in 4.5 ml edta vacutainer tubes and sampled within 12 hours of collection at room temperature. Controls run before and after the event recovered within the established ranges. The instrument is currently performing within qc specifications. Raw data files were not provided. Service was not dispatched for this event. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous wbc, hgb, hct and platelet results generated by coulter lh750 hematology analyzer without an instrument generated flag for two (2) patients. The erroneous results were reported out. Patient #1 was sent to the hospital and scheduled for a transfusion due to the erroneous results. The transfusion was cancelled after a second draw at the hospital confirmed that the hgb result was normal. Patient #2's specimen was rerun and a manual smear was reviewed. The results were questioned and a second draw was ordered. The redraw specimen for patient #2 recovered normal cbc results. Both specimens had corrected reports sent out. There was no death or change to patient treatment associated with this event.